Event description:
It was reported that the ar-6480 dualwave pump was over pressuring at the start of a procedure. The pump was swapped out and the case was completed without further issue. The rep reported there was no patient harm.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.